Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 18096675/18308450.

Event description:
It was reported that the patients ipg was too large and it was uncomfortable. It was also stated that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were removed. No further information has been obtained despite good faith efforts.